Manufacturer narrative:
UDI: (B)(4). Deve history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield base unit. The base handle was closed without 6in transitional installed and deformed handle hole. Evaluation showed that the 6in transitional teeth and shock cushion are worn. Adjustment wrench and roll pin are missing. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00704.

Event description:
This is 1 of 2 reports. A facility reported the transitional arm of the mayfield base unit was very difficult to rotate and badly rubbing inside joint. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.